Event description:
The physician reported that the cause of death was not known; therefore, she could not assess the relationship of the patient's death to vns therapy. It was reported that the patient was on vns therapy at the time of her passing and was being referred for a prophylactic replacement at that time. The physician reported that the patient experienced a reduction in seizures as result of vns therapy. She had a history of being compliant with her antiepileptic medications.

Event description:
The patient was in the process of being scheduled for a generator replacement when it was reported that she passed away. The cause of death was not known at the time of the report. The funeral home reported that the generator was explanted after the patient's passing and the patient's family kept the device. Therefore it is not expected back for product analysis. No additional relevant information has been received to date.